Event description:
It was reported that the patient presented to the hospital with an unspecified infection. The entire system- pacemaker, right ventricle lead, and right atrial lead was explanted and replaced.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The visual inspection was normal. Interrogation and preliminary test results were acceptable. No anomalies were noted. The cause of infection could not be traced to the device. Further information was requested but not received.